Event description:
The customer reported that: "patient underwent revision surgery for anterior cyst on total right hip replacement on (B)(6) 2026. Removal of polyethylene metalback during revision surgery revealed asymmetry in this component, which may explain the formation of the cyst and therefore be the cause of the patient's discomfort, leading to revision surgery. After analyzing the polyethylene in the metal back, a certain amount of mobility was found that appeared pathological and asymmetrical, with no clear wear of the polyethylene except for oxidation at the upper pole. The metal back appears to be very slightly ellipsoidal in shape, which may explain this chamber of mobility and the appearance of a granuloma with polyethylene wear. The parts will be sent for material safety monitoring."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.